Event description:
Device malfunction: out of sequence deployment. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the proglide device attempted arteriotomy closure of the common femoral artery after the diagnostic procedure. Reportedly, the physician returned the lever to the original position (parked the foot) prior to pulling the plunger assembly back to retrieve the sutures. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.